Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block h6: imdrf device code a22 captures the reportable event of bands fall of varix. Imdrf patient code e0506 captures the reportable event of hemorrhage, major. Imdrf impact code f2202 captures the reportable event of endoscopy procedure. Block h2: device evaluation. Block h11: investigation results. The device was not returned for analysis; therefore, a technical analysis could not be performed. Good faith effort attempts were made to try and retrieve the device; however, response was not received. It was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. A labeling review was performed using windchill. The IFU contains detailed device information and instructions for the device use. Additionally, it was confirmed that the following adverse event are anticipated in the IFU: hemorrhage, major (hemorrhage). Also, there is no evidence the device was improperly used per the IFU, and there is no evidence that there is any issue with translation, wording, or graphics of the IFU labeling information. A risk review was completed and confirmed that the events of bands falling off varix and hemorrhage, major were defined in the risk documentation and are documented accordingly. These events type have been accounted for during product risk analysis to support acceptable risk benefit for the product. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of unable to exclude device problem.

Event description:
This pertains to two of two speedband superview super 7 devices used during an endoscopy for bleeding procedure performed on (B)(6) 2026. It was reported that during the procedure, the band failed to deploy and bleeding occurred. Another banding kit had to be used but did not have good purchase and the patient re-bled requiring a repeat upper endoscopy the following day.

Event description:
This pertains to two of two speedband superview super 7 devices used during an endoscopy for bleeding procedure performed on (B)(6) 2026. It was reported that during the procedure, the band failed to deploy and bleeding occurred. Another banding kit had to be used but did not have good purchase and the patient re-bled requiring a repeat upper endoscopy the following day.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block h6: imdrf device code a22 captures the reportable event of bands fall of varix. Imdrf patient code e0506 captures the reportable event of hemorrhage, major imdrf impact code f2202 captures the reportable event of endoscopy procedure.